Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that a simplify disc was explanted due to pain and osteolysis seen on CT scan. Explant date (B)(6) 2026.